Manufacturer narrative:
Follow-up # 1 date of submission 03/16/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 03/02/2015 with the following findings: during investigation, the pump¿s black box was reviewed and showed that the time and date reset to default setting following a battery change within 10 minutes. Testing revealed the time and date reset to factory settings when the battery was removed and reinserted within 24 hours. The pump was opened and evaluation revealed that the internal clock battery on the printed circuit board had failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time and date reset) issue; resets to factory default setting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.